Event description:
The patient was implanted with a left ventricular assist device (lvad). The vad coordinator reported that the patient's lvad was exchanged due to a driveline infection. The patient remains ongoing on the new lvad.

Manufacturer narrative:
The manufacturer was unable to conclusively determine driveline infection as the device was not returned to the manufacturer for evaluation. A review of the device history records revealed the devices met all applicable specifications upon product release. No further information is available. The manufacturer is closing its file on this event.